Event description:
It was reported that the user was riding a powered wheelchair and the captain seat flipped backwards and he fell to the ground. The user was not injured. The dealer inspected the chair and found that the metal that holds the seat pole/post was broken.